Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and loss of capture (loc). Moreover, a fluoroscopy was performed and conductor fracture was noted. The physician opted to remove the proximal portion of the lead and left that was distal to the fracture. Hence, the lead was partially abandoned. No additional adverse patient effects were reported.